Event description:
Sales rep called to say an office pt aspirated an ivory rubber dam clamp that broke while they were placing it. The pt went to the hospital and the clamp had to be physically removed from the pt's lung. 3:40 p.m: called to speak with the office manager.the clamp was a # 13a with no visible lot number on the inside. Office mgr said that part where the lot number was must have gone down the pt's throat. Office mgr was not sure how old the clamp was. Dr was just beginning the procedure and the clamp broke. Office mgr did not want to tell sales rep which tooth dr was working on. The pt was then rushed to the hospital and placed under IV sedation. The clamp piece stopped at the opening of pt's lung. Office called the pt's wife yesterday and wife said pt was fine. Pt's throat was sore and pt was tired from the IV sedation, but fine overall. Dr was going to be available around 4:20 p.m. 4:10 p.m: called the office to have the dr call when available during lunch. Office mgr said dr was available. Spoke to dr. Dr said that the clamp was old - showed signs of staining. Dr said it was going to be placed on # 2 (tooth # 1 7). It had not even touched the tooth and as dr was stretching it open with the forcep, it snapped open. Dr said pt has been coming to him about 10 years and seemed very understanding that it was an accident. Sales rep told the dr to please keep sales rep up-dated as to pt's condition. Dr did not say if he ligated the clamp. Dr said the rubber dam was not placed yet.